Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 7500 cut rate displayed on the screen when the radio frequency identification (rfid) was connected to the console. A submerge leak test was performed on the cassette. No leakage was observed into the cassette. The sample was tested using a console. The sample could prime, tune with the ultrasonic handpiece, the 0.9mm air bubble suppressant (abs) tip and infusion sleeve from the lab stock, and passed intraocular pressure (iop) calibration successfully. Fluid flowed from the bss bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the drip chamber, the connectors, the cassette, the drain bag, the manifold, the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cassette leakage occurred. The product was replaced and the procedure was completed.